Event description:
--

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and associated cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing lead impedance measurement of 2,000 ohms along with no capture at maximum outputs. The physician elected to reprogram the device to vdd mode. Additional information was received from a field representative indicated that the trend history showed the high impedance measurements began the year before. The system remains in service. No adverse patient effects were reported.